Manufacturer narrative:
All of the buttons are responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump passed the leak test. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph; the sensor feature working properly. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the transmitter and the insulin pump. The buttons had a lag in them and sometimes would not work at all. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and to revert to a back-up plan. Caller stated that the customer has already replaced the pump.